Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: ¿the nominal pressure for this device is 10 atm and the rated burst pressure is 14 atmospheres. However, user inflated the device at 24 atm." (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 12.0 x 20, 75cm mustang balloon catheter was used for dilatation. The balloon was inflated initially; however, upon the second inflation at 24 atmospheres, the balloon ruptured. The ruptured balloon was removed from the patient without issue. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.